Event description:
Procedure type: cosmetic. According to the reporter: the patient experienced wound dehiscence on (B)(6) 2010, which is possible related to the test device.

Manufacturer narrative:
(B)(4).